Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a cable was sticking out of the prograsp forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.